Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer left the battery out for a few minutes and reset. Customer was reprogramming the date and the time and the pump froze. Customer finished changing his infusion set and had a low battery alarm. Customer stated that when he went to change it, the pump alarmed and was unresponsive. Customer's blood glucose level was 170 mg/dl. Customer stated that the keypad was not working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer mentioned that the pump is still alarming but was not showing an alarm. No additional information provided.